Manufacturer narrative:
The device was returned for analysis. The reported knot came out with the device could not be replicated in a testing environment as it was based on operational circumstances. However, based on the returned device analysis, it appears that after successful needle deployment, the foot was not returned to the parked position prior to removal such that the suture got caught in the foot. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. MFR site - contact name updated.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, after the plunger of the second proglide device was removed, the knot came out with the device. The suture of another proglide device was successfully preplaced. The sheath was upsized to 14f and the tavi procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.